Event description:
An alarm event was reported, specifically alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.